Event description:
It was reported that during a laparoscpic sigma procedure, after a few minutes, there was no function, permanent tone. No further information is available. Case completed with same like device. No pt consequence.